Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was experiencing recharging issues with the implanted neurostimulator (ins), which included telemetry issues during recharging. Communication was difficult / intermittent between the ins and the recharger. The pt stated they sometimes would take the battery out of the controller and then re-inserting it back into the controller. Sometimes the controller instructed the pt to contact the manufacturer. Additionally, the pt reported intermittent pain around the ins site ~85% of the time, which would occur when the ins was on and when it was off. They also reported a return of pain. The pt had met with their physician on (B)(6) 2025 about these issues and the physician requested that a rep assess the battery diagnostics. On (B)(6) 2025, the rep met with the pt at the physician's office and checked connections and impedances, which were normal upon interrogation. The rep confirmed the eri message had not appeared on the patient controller and on the clinician programmer. The rep told the pt to turn the ins off, and then the pt reported a significant improvement in the pain at the ins site when it was off. The rep told the pt to keep the ins off and redirected the pt to consult with their physician for next steps.  The rep made the physician aware of this.

Event description:
On 2025-feb-13 additional information was received. The rep reported the patient told them they don't plan on following up with their doctor on this matter despite recommendation from the rep to follow up with the doctor. The rep confirmed that the pt was able to demonstrate the ability to charge the ins. Intermittently, the pt was encountering the system problem rm04 message. The pt reported the return of pain and the telemetry issues when charging was probably "a couple of months" prior. The return of pain that was reported was just at the ins implant site. The pt was not able to determine or identify possible causes of the return of pain, although, after the following up on february 13th and february 14th with the pt, the pain had been much improved and much more infrequent since turning the ins off for about a week.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their controller will not allow them to access their phone nor the recharger it keeps saying move the controller closer to the device. Patient could not recharger their "phone." Patient called in and said they were in the hospital for almost 4 weeks and haven't charged the implantable neurostimulator (ins) for a while and said they got equipment out a couple weeks ago but found they couldn't charge. Patient said they actually cant charge up their controller and screen is blank. During the call pt was able to get screen to come back on by resetting controller. Pt will charge up controller and will then attempt to charge ins. If they get no device found, they will call for help getting implant to charge.